Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic roux-en-y bypass, the powered stapler shut down. When the customer powered the device on after the case, it read 180 lives left. There was no with the issue powered handle, shell nor with the adapter. The error was made by the scrub tech, who did not properly read the led screen or properly place the adapter onto the handle. A new device was used to resolve the issue. There was no patient injury.